Event description:
Info received indicates the coiled cable is caught in the castor and the shielding is worn through to the metal wires.

Manufacturer narrative:
The technician replaced the coiled cable to repair the bed.